Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg, ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedances were high, and that the lead was possibly fractured. The pace/sense portion of the lead was capped; the hvb and svc coils remain in use. No patient complications have been reported as a result of this event.